Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. She was having problems changing the battery in the pump. It said that she had a low battery and when she changed it, a black screen came up and then it went blank. The customer said that it repeated this cycle numerous times. Her blood glucose levels were 125 mg/dl. She was advised to disconnect from the pump and stated she is not calling back after receiving a replacement battery cap. During blank display troubleshooting, the customer stated that the insulin pump had not been dropped or exposed to moisture. She had already inserted two new (B)(6) batteries and stated that the display still did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No blank display anomaly noted during test. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.